Manufacturer narrative:
Added add'l info. D6; device returned with no lot ID.

Event description:
The defect was found pre-op. It was reported by the affiliate that the jaws of the device are too wide. It was stated that the jaws would not hold the clip securely, therefore it would not apply the clip securely. There was no patient consequence.